Manufacturer narrative:
Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged. No timeouts or drive stalls were observed. The pod generated an 0xcb alarm, indicating lvd interruption was detected. Battery voltages were insufficient to download without the use of an external power supply. Shelf mode current was within spec. The observed low battery voltages could not be conclusively confirmed as the cause of the reported 0xcb alarm.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found bent. It was also stated that the pod experienced a hazard alarm during operation. Treatment information was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.